Manufacturer narrative:
On july 25, 2023, mentor received the additional following information. During a consultation with a medical professional, the patient was observed to have bilateral ptotic breasts/breast mounds and bilateral contour deformities of the breasts. As a result, the patient underwent bilateral removal and replacement with natrelle breast implants. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-09466 for the contralateral event. Reason for device explant and/or reoperation: anisomastia, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation surgery with implantation of a 545cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient experienced a ruptured right breast implant. Magnetic resonance imaging and a consultation with a medical professional has been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On november 28, 2023, mentor received ultrasound results. The information indicated that the patient had a left breast cyst and implant site fluid collection of the right breast. Reason for device explant and/or reoperation: implant site fluid collection. H6 health effect - clinical code e2402: implant site fluid collection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2023, mentor was notified that the complaint device would not be returned and, the hospital would be retaining it. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 27, 2023, mentor was notified that the patient underwent removal on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).